Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutr-34, serial/lot #: (B)(4), ubd: 02-aug-2019, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, one of the paddles was stuck at the final deployment, requiring the delivery catheter system (dcs) to be pushed to make sure the valve was released. However, the valve was implanted in a very low position and dislodged ventricular due to the patient anatomy. It was reported that the outflow of the valve was close to the annulus level. Due to the low implant, the valve affected the mitral valve by touching the anterior mitral leaflet and causing severe mitral regurgitation. The valve was surgically removed and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the handle appeared intact. The device was received with the capsule fully opened. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared to be intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame on the proximal end of the capsule. Two kinks were observed on the inner member shaft, one near the nose cone and one near the spindle hub. A valve was successfully loaded onto the dcs using a 34mm cls. After the successful loading of the valve onto the catheter there was no evidence of a misload on the capsule. After loading the valve, the valve deployed as expected, the paddles did not catch during deployment. Conclusion: the investigation is in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed for the delivery catheter system (dcs) and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The subject dcs was returned for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through the patient¿s anatomy. Kinks were observed in the inner member shaft, however, the description of the event does not indicate that this damage occurred during the reported issue. Inner member shaft kinks have historically been observed on device's returned for analysis with the capsule open and no stylet in place to support the shaft, as was observed in this case. There was no other evidence of damage and no abnormalities observed on the dcs. The evolut system best practices training material instructs the user to confirm paddle separation prior to retrieving the system. If the paddle does not detach, the user is instructed to gently push on the system until the valve releases. It was reported that the valve was implanted in a very low position, and the valve affected the mitral valve by touching the anterior mitral leaflet and causing severe mitral regurgitation. Potential factors that can affect the accurate delivery of the valve include anatomy landmark visibility, patient calcification levels, compliance of the native anatomy, procedural complications, and tension applied on the dcs during positioning. However, based on the limited information provided and no procedural imaging to review, the implant depth after deployment could not be further assessed and a root cause for the low position could not be determined. Mitral regurgitation can potentially be affected by factors such as an implant depth which impinges on mitral valve function or damage to the mitral valve itself, and the root cause cannot be determined with the limited information available. Unfortunately with the limited information available, we do not know if this was due to a deep implant of the evolutr valve or if the patient had a pre-existing condition of mitral regurgitation. Based on the available information a conclusive cause cannot be determined. This event does not indicate device misuse or malfunction. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, however a conclusive root cause cannot be determined at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.